Manufacturer narrative:
Product ID 3889-28, lot# va07he4, implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had a problem with the previous implant. The exact problem was unknown. The patient had a new implant placed in 2015 (B)(6). The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.